Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion seal. Functional testing was unable to duplicate the reported problem. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that it provided more medication than prescribed. The status of the product was during the delivery of medication. There was patient involvement, and no harm was reported.